Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during a right-eye cataract phacoemulsification and intraocular lens (iol) implantation surgery, the injector tip failed to properly engage with the iol by preventing smooth delivery of the lens and resulting in an extended surgery time. The injector and lens were replaced.